Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the trunk cable. The cause of the constant gong alarms and incoming test failure is the damaged pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing gong alarms for 'check therapy electrodes'.